Manufacturer narrative:
B5: describe event or problem- updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During device aspiration after removing the dilator, the sheath took air from the valve. Several syringes were aspirated during this procedure. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to return for laboratory analysis. It was further reported that there were no abnormalities found during device preparation. A pressure bag was used for irrigation. The reported air bubbles were observed in the aspirating syringe at the time of the event. No air was observed in the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During device aspiration after removing the dilator, the sheath took air from the valve. Several syringes were aspirated during this procedure. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to return for laboratory analysis.